Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was capped during a generator changeout due to poor sensing and threshold measurements.